Event description:
It has been reported to philips that the system did not complete the boot up sequence. It froze at the 0:00 countdown screen. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. Philips field service engineer (fse) examined the system on-site and found system does not work. After reviewing log file, fse found flex vision communication problem. Upon troubleshooting, fse found the power surge damaged the ups, forcing it into bypass mode, which led to damage of the host pc and the operating system. To resolve the problem, fse replaced the flex vision pc and return the part for further analysis, and due to a weak cmos battery, battery charge/discharge issue was confirmed, and the primary suspected faulty component is from flex vision 2 pc, which lacks a hard disk drive. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.